Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar fusion for lumbar disc herniation. It was reported that the spacer broke intra operatively. The spacer partially explanted and will be returned. There were fragments of the implants remained in the patient's body. There is no plan of additional surgery or medical intervention to remove the fragments from patient body. Tried to remove as much as possible during the surgery, and would not perform a second surgery. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
Product analysis: peek spacer has been returned broken into several pieces. The implant material appears to have been overloaded during the surgical procedure. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.